Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye: unit had no observable anomalies. IFU testing was performed after freeing the frozen inner/outer drill. Once freed, it functioned as intended. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator failed to disengage. No surgical delay ( the hole of trepan was done 1 cm above the left venous lateral sinus / in the apparent direction). The procedure was completed with no patient consequences. A control scan was performed after surgery.